Event description:
The pt reports undergoing implantation of chiron ophthalmics intraocular lens in the left eye in (B)(6) 1993. Seventeen years postoperatively the pt reports waking up with blurred vision. He was examined by his eye care provider who according to the pt found that the lens had dislocated. According to the description of the pt this was most likely due to a broken haptic. The iol was explanted in (B)(6) 2010 and replaced with another lens. Additional info has been requested.

Manufacturer narrative:
(B)(4).